Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed error messages (sf180) related to a battery charger fault and internal battery degraded warning alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure of battery not charging could not be reproduced during evaluation. However, the internal battery was found to be degraded and was replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or a serious injury reported as a result of this incident.